Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a controller fault alarm and a no external power alarm were confirmed via analysis of the submitted log files. The submitted log files contained approximately 25 days of data combined (28jan2021 to 22feb2021 per the timestamp). The log files captured a controller fault alarm due to a backup battery test circuit fault on 22feb2021 at 15:41:11. The log files also captured an atypical no external power alarm on 22feb2021 from 15:13:19 to 15:13:30. The no external power alarm activated despite the voltage levels indicating that the controller was receiving the proper voltage from the power module. The alarm resolved once the controller was connected to 14v batteries. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information indicated that no products would be returned for evaluation. The root cause of the controller fault alarm could not be conclusively determined through this analysis. The root cause of the no external power alarms could not be conclusively determined through this analysis. Heartmate ii instructions for use and heartmate ii patient handbook cover all alarms (visual and auditory), including no external power, low voltage, and controller fault alarms, and the actions to take if the issue does not resolve. These documents also explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate ii patient handbook instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the reported events of a controller fault alarm and a no external power alarm were confirmed via analysis of the submitted log files; however, the alarms were not reproduced during testing of the returned system controller (serial number: (B)(6)). The submitted log files and log file downloaded from the returned system controller contained approximately 32 days of data combined ((B)(6) 2021 per the timestamp). The log files captured a controller fault alarm due to a backup battery test circuit fault on (B)(6) 2021 at 15:41:11. The log files also captured an atypical no external power alarm on (B)(6) 2021 from 15:13:19 to 15:13:30. The no external power alarm activated despite the voltage levels indicating that the controller was receiving the proper voltage from the power module. The alarm resolved once the controller was connected to 14v batteries. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2021 at approximately 15:26:17 to exchange the system controller. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the controller power cables were manipulated by hand. The root cause of the controller fault alarm could not be conclusively determined through this analysis. The root cause of the no external power alarms could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 11jul2019. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power, low voltage advisory/hazard, and controller fault alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a no external power alarm. The patient switched from battery power to power module cables. When both cables were attached, the alarm occurred. The patient quickly switched back to battery power and the alarm resolved. A different patient cable for the same power module was used. After a few seconds an advisory "replace controller" alarm occurred, accompanied by a wrench symbol on the power module. The account exchanged the patient's power module, cables, and monitor. No alarms occurred yet. The alarms had been an issue at night. A review of the log files noted low voltages at the time of the events. Technical support recommended that the patient cable be replaced with a new patient cable, as well as replacing all other hospital patient cables over 1 year old. Technical support recommended that the account continue to monitor the patient on the new patient cable. The patient's nurses reported issues with the power module alarming. The most recent alarm occurred on (B)(6) 2021 while the patient was connected to the power module. Another alarm occurred on (B)(6) 2021 and the power module was exchanged. There were reports of the alarms occurring while the patient was in the process of changing from batteries to cables. The account connected the patient to a new setup on (B)(6) 2021 that had been working normally on another patient and no alarms occurred. The account was concerned that the issue was with the patient's equipment but the patient reported no issues with his own power module and cables while at home. The patient was using hospital equipment as of (B)(6) 2021. A log file review noted low power hazard and no external power alarms on (B)(6) 2021 and on (B)(6) 2021 that appeared to occur on wall power as the account noted. Technical support recommended exchanging the patient cable and monitoring for future alarms. No other unusual events were noted. The power module serial number was not provided by the account. The controller was exchanged as the alarms returned on both hospital and home power modules. The issue was determined to be a controller issue. The device operated as expected. The patient was stable. The exchanged equipment was not to be returned.